Manufacturer narrative:
Lead also returned and included in report with same coding as ins. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient told the rep that therapy never worked and that it was hurting.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the device never worked for patient since it was implanted. Additional information received as the manufacturing representative reported that device was being explanted today and would be sent back to medtronic. The patient indicated that the therapy never worked for them and they would like it analyzed.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v896640, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Final analysis of the implantable nuerostimulator (serial# (B)(4)) revealed no significant anomaly. There was no evidence of internal mechanism for premature battery depletion was found during destructive battery analysis. Final analysis of the lead (lot # v896640) revealed no significant anomaly. It was noted that the stim lead body cut through. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.